Event description:
It was reported that a portion of the blue coating came off during surgery. The surgeon was unable to find the piece inside the joint. No adverse pt consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
Device evaluation revealed damage to the coating, ceramic ring and electrode face. Review of the device history record revealed nothing relevant to the event. This is the first complaint of this type for this part/lot combination. The complainant's event is typically caused from user mechanical damage to the device (such as hitting the device with another device). This event was attributed to misuse.